Manufacturer narrative:
Concomitant products used during the procedure: noga system, model #: n6045, serial#: unk. Myostar, model #: 121119si, lot #: 15604638m. (B)(4).

Event description:
During a noga injection procedure, it was reported that a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. A pericardiocentesis was performed and approximately 275 ml of fluid were removed. The patient was reported to be in stable condition. This was part of a (B)(4) study ((B)(4)).

Manufacturer narrative:
Clarification letters were received from baxter on the event. The additional information was received on april 3, 2014 stating that the patient had prolonged hospitalization. (B)(4).

Manufacturer narrative:
(B)(4) during a noga injection procedure it was reported that a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by echo. A pericardiocentesis was performed and approximately 275 ml of fluid were removed. The patient was reported to be in stable condition. This was part of a clinical study (renew baxter protocol (B)(4)) the returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The catheter was also evaluated for eeprom and calibration functionality. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.